Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient is over 18 years. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration. (B)(4), (medical intervention required to remove detached tip fragment). (B)(4) relates to (B)(4) for the reported event of catheter tip detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05377 addresses the first extractor rx retrieval balloon, while manufacturer report # 3005099803-2010-05378 addresses the second extractor rx retrieval balloon. It was reported to boston scientific corporation on (B)(6) 2010 that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, the patient was being treated for two stones within the common bile duct (cbd). One stone was estimated to be 3cm in diameter. During the procedure, the first balloon was inflated to 18mm within the cbd. While attempting to sweep the stone, significant resistance was met and the balloon tip of the catheter including the balloon and fluoroscopic marker detached in either the cbd or duodenum of the patient. The tip was removed using a polypectomy snare. A second extractor rx retrieval balloon was inflated to 18mm within the cbd. While attempting to sweep the stone the same incident occurred; significant resistance was met, and the balloon tip of the catheter including the balloon and fluoroscopic marker detached in either the cbd or duodenum of the patient. The tip was removed using a polypectomy snare. Removal of the stones was then attempted using a trapezoid rx lithotripter compatible basket (bsc, unknown upn), but was unsuccessful; the basket could not get around the stone. There were no other issues with the basket device. The stones were not removed; however, the procedure was concluded by placing a plastic stent (unknown model/upn) in the distal cbd. In addition, it was reported the physician will offer a repeat procedure or will refer the patient to a facility with spyglass. The patient's condition at the conclusion of the procedure was reported to be fine.